Manufacturer narrative:
The reported event was ¿the passive lead couldn't be fixed in the atrium¿. As received, a complete lead was returned in one piece. Electrical testing was normal. Visual and x-ray inspections found no anomalies. All tines were intact and undamaged.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, it was noted that the physician was unable to implant the right atrial (ra) lead. The ra lead was replaced during the procedure. The patient was stable throughout.